Event description:
It was reported that during a routine device change-out, loss of capture, high capture threshold and high, out of range, pacing lead impedance were observed. The lead was capped and a previously abandoned lead reused. There were no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.